Manufacturer narrative:
This incident occurred outside the unites states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Pt's parent reported the infusion device does not deliver the insulin. Parent stated you can see on the infusion device display that the device is delivering a bolus, but the insulin in the infusion set does not more at all and the pt's blood glucose level becomes elevated. Pt's blood glucose level was not provided. Pt's normal blood glucose level was not provided. Treatment received was not provided. No further information is available. The pt did not require assistance form a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.